Manufacturer narrative:
No ch3589 product samples, videos, or photographs were returned for investigation. A device history review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. Additional information in d10 and h3.h11: it was previously reported the device was received for evaluation; however, the customer returned the wrong device and do not have the correct reported device. Therefore, d10 device available for evaluation has been updated to no and d10 date returned to mfg should be blank.

Manufacturer narrative:
The device was received on march 13, 2020. The investigation is pending.

Event description:
The event involves a spinning spiros w/red cap that during an infusion of doxorubicin the spiros came off and chemo was leaking all over the IV pump and floor. The chemo was stopped, new tubing was used, and the patient was re-dosed with the medication. There was patient involvement and a delay in critical therapy, but no harm reported.